Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no video was failure of the circuit board in the video connector. Since there is no repair history of the subject part of the subject device for more than four and a half years, electronic parts such as integrated circuit deteriorated over time due to repeated energization stress, which resulted in breakage. Connection/disconnection of the video connector several times while the video system center was turned on, which caused the condition that overcurrent temporarily flew. Or else, connection with the video system center while moisture attached to the electrical contacts of the video connector caused the condition that short circuit temporarily occurred. Static electricity was applied to the electrical contacts of the video connector. Unit, defect of the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found there was no image due to a disconnection. In addition, evaluation found the bending section cover was scratched, the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the video connector was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoeye flex deflectable videoscope had no video. The issue was confirmed at the site. The image was not displayed due to noise. When the scope was checked, the image was displayed on the elite tower, but the noise was generated on the 3d tower and the scope image was not displayed. There was no dirt on the connector part. There was no reported patient harm or impact due to this event.